Manufacturer narrative:
(B)(4) 2011. A response from the manufacturer is pending. Device was not returned.

Manufacturer narrative:
(B)(6) 2011. A response from the manufacturer is pending. (B)(6) 2011. The device was not returned for analysis. Analysis could not be performed and no final conclusion can be drawn. Device was not returned.

Event description:
It was reported that this patient was very sick in the hospital and required external shocks for what was described as ventricular fibrillation. CPR and chest compressions were applied. At interrogation, the warning message, "abnormally high current consumption found now. ICD replacement recommended." The manufacturer reviewed the programmer files and recommended replacement. The patient died a day later, on (B)(6) 2011.

Event description:
It was reported that this patient was very sick in the hospital and required external shocks for what was described as ventricular fibrillation. CPR and chest compessions were applied. At interrogation, the warning message, "abnormally hgih current consumption found now. ICD replacement recommended." The manufacturer reviewed the programmer files and recommended replacement. The patient died a day later, on (B)(6) 2011.